Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2020, information was received from a patient receiving an unknown drug via an implantable pump for chronic low back pain. It was reported the patient spent 9 1/2 hours at their hcp's office when the "pump went out". No symptoms or patient complications reported.